Manufacturer narrative:
Correction: during the index procedure three resolute onyx stents were implanted in the lad. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the cx and two resolute onyx stents were implanted in the lad. On the same day, the patient suffered pci related mi. The investigator assessed the event as not related to the index device or anti-platelet medication. Safety assessed the event as possibly related to the index device but not related to the antiplatelet medication.

Manufacturer narrative:
The cec adjudicated mi as no event, mi preceded procedure. The patient recovered. If information is provided in the future, a supplemental report will be issued.